Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was today the pt received a message on their programmer of por, pt verified it was the informational por message and the pt noted they were getting radiation and they were trying to turn it off when the message came on. Ps reviewed message and pt noted the programmer was working now. Troubleshooting was unable to be performed as pt already had the message cleared. Pt noted that no one deals with their programmer anymore for they had not seen anyone; pt was getting injections and that was not helping but now it was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.